Event description:
Mami reported the tap broke during surgery resulting in a surgical delay over 30 minutes.

Manufacturer narrative:
The return has been requested from the customer but not yet received, therefore no evaluation has been performed on the complaint product. The warnings in the package insert state this type of event can occur.the user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.